Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text : device remained implanted.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was an implant case of a 29mm sapien 3 valve within a ring in tricuspid valve by transfemoral vein approach. During the procedure, after valve implantation, moderate to severe central regurgitation coexisting with mild to moderate pvl was noted. It was decided to implant a thv in thv with another 29mm sapien 3 valve. The result was successful and had good outcome. A trace to mild tricuspid insufficiency remained. As per medical opinion, the root cause of the central regurgitation was assumed an impaired leaflet movement (which could not be reliably confirmed). The root cause of the mild to moderate pvl was related to the ring geometry in combination with pacemaker electrodes in right ventricle.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of central valvular regurgitation was unable to be confirmed due to unavailability of relevant imagery and medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that a sapien 3 thv was deployed within a ring in tricuspid position. The s3 thv with the commander ds is only indicated for replacement of native aortic valve, bioprosthetic or surgical aortic valve, and mitral bioprosthetic valve. Therefore, this was off-label operation. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. As reported, ''after valve implantation, it was noticed moderate to severe degree central regurgitation coexisting with mild to moderate pvl, and it was decided to implant a thv in thv with another 29mm sapien 3 valve''. In this case, there was pvl coexisting with central regurgitation. It is possible that the pvl decreases the backflow pressure on the leaflets. Thv leaflets require the back flow/pressure generated during cardiac diastole or systole, depending on location of the valve, to initiate leaflet closure. If there is insufficient backflow pressure, it could lead to suboptimal coaptation, resulting in central regurgitation. As such, available information suggests that patient factors (paravalvular leak) and/or procedural factors (off label operation) may have contributed to the reported event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further escalation (CAPA/scar/pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.